Event description:
Information received indicates the trendelenburg, foot hi/low up and chair functions are not working on this bed. He cannot activate the lockouts at the footboard either.

Manufacturer narrative:
The technician has replaced the logic board, swapped out the footboard and reseated the connections on the fib board but the problem remains. Repairs have not been completed.